Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure an undetermined endoleak was observed. The endoleak resolved during the index procedure and the physician was unable to determine the type of endoleak. No adjunctive procedures were performed. It was stated that the endoleak involved the upper portion of the aorta and not the limbs. The sponsor assessed the endoleak as potentially related to the device and/or procedure. No additional sequelae were reported and the patients is fine.